Manufacturer narrative:
The patient side manipulator (psm) arm was returned to isi and was analyzed. Failure analysis investigation and was able to reproduce the reported error 25517 during power up. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure; the customer experienced a repeated non-recoverable fault error code 25517 and the led indicator on the patient side manipulator (psm) arm 1 turned red. The issue persisted after power cycling. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to remove the instruments and power cycle the patient side cart (psc) with emergency power off but the issue persisted. The surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. A isi technical field specialist (tfs) was dispatched to the facility and was able to reproduce the reported failure. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. The system was repaired by replacing the arm.